Manufacturer narrative:
Medical device expiration date: unknown . Device manufacture date: unknown. Investigation summary: level a investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates due to unknown lot number. Investigation summary: customer returned photos of a 3/10cc syringe. Customer states that the hub was detached with the shield. The attached photos were examined and no hub separation was observed. See attached photos. Unable to perform DHR check for needle hub separates due to unknown lot number. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that syringe 0.3ml 29ga 1/2in 7bag 420cas jp hub detached before use. The following information was provided by the initial reporter: a hub was detached with the shield.